Event description:
It was reported that these products did not pass the inspection for (B)(4).

Manufacturer narrative:
Add'l lot #: pp24. Device manufacture date for lot# pp24: 04/14/2000. A supplemental report will be submitted upon completion of the investigation. (B)(4).